Event description:
Hemorrhagic inflammatory response [injection site inflammation], inflamed, red and angry looking knee [arthritis]. Case description: spontaneous report was received on (B)(4) 2013 (additional information was received on (B)(4) 2013) from an orthopedic surgeon via a company rep regarding an adult female (age reported to be approx (B)(6)), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen and route of administration not provided. The lot number for synvisc was unk to the reporter. On an unspecified date, the pt presented to the hospital with hemorrhagic inflammatory response which was considered similar to septic arthritis. It was also reported that the pt experienced an "inflamed, red and angry looking knee" which was also very similar to septic arthritis. The action taken with synvisc treatment was not provided. The outcome and intensity for the events of hemorrhagic inflammatory response and "inflamed, red and angry looking knee" was not provided. Concomitant medications were not provided. The relationship between synvisc and both the events was not provided by the reporting orthopedic surgeon.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.